Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of provided data revealed: the subject crtd platinium 4lv sonr crt-d 1844, s/n (B)(6), was implanted in 2021 with a rv lead manufactured by abbott. On (B)(6) 2025, according to the current programming fast ventricular tachycardia was detected, and an atp was delivered. The ventricular rhythm was increased, and a ventricular fibrillation was detected and 2 shocks were delivered. - for the first shock, the capacitors correctly charged, but the shock could not be delivered (0j delivered), due the detection of an overload (shock impedance <20ohms). For the second shock, the capacitors correctly charged, and the shock was totally delivered (37,4j) (shock impedance = 60 ohms). The vf was stopped. Overload (i.e. The detection of low shock impedance) refers to a protection mechanism designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the ICD specifications. A short circuit could occur during a shock delivery when the lead insulation is compromised and in contact with the can. According to all above elements, the defibrillation system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the system integrity.

Event description:
Reportedly, on (B)(6) 2025, the patient experienced an episode of rapid ventricular tachycardia and received one atp and two shocks. The first shock, although it had 42 j of stored energy, delivered 0 j due to overload. The second shock delivered 37.4 j and successfully terminated the ventricular arrhythmia.

Event description:
Reportedly, on (B)(6) 2025, the patient experienced an episode of rapid ventricular tachycardia and received one atp and two shocks. The first shock, although it had 42 j of stored energy, delivered 0 j due to overload. The second shock delivered 37.4 j and successfully terminated the ventricular arrhythmia.

Manufacturer narrative:
Analysis of provided data revealed: - the subject crtd platinium 4lv sonr crt-d 1844, s/n (B)(6), was implanted in 2021 with a rv lead manufactured by abbott. On (B)(6) 2025, according to the current programming fast ventricular tachycardia was detected, and an atp was delivered. The ventricular rhythm was increased, and a ventricular fibrillation was detected and 2 shocks were delivered. For the first shock, the capacitors correctly charged, but the shock could not be delivered (0j delivered), due the detection of an overload (shock impedance <20ohms). - for the second shock, the capacitors correctly charged, and the shock was totally delivered (37,4j) (shock impedance = 60 ohms). The vf was stopped. Overload (i.e. The detection of low shock impedance) refers to a protection mechanism designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the ICD specifications. A short circuit could occur during a shock delivery when the lead insulation is compromised and in contact with the can. -device analysis revealed marks on the can due to the shock on overload with a degraded rv lead and confirmed the shock on overload due to a degraded rv lead. Please refer to the attached report.